Event description:
It was reported that patient presented to the hospital the night prior to the report with ''right sided clonus.'' It was reported that ''over the past 2 days or 2 weeks'' the patient had been ''more itchy.'' The pump was interrogated and ''looked fine.'' Results were pending on a suggestion to get an x-ray of the lateral spine and of the abdomen. A bolus of 75mcg was given and the reporter was ''awaiting results.'' It was reported 4 days later that the patient began experiencing an increase in spasticity, clonus, hallucinations and seizures. The pump was checked and there were no alarms and the catheter was found to be patent. It was reported approximately 2.5 weeks later that the pump was replaced due to suspected pump failure. The reporter stated that the pump ''failed out of the blue.'' Following the pump replacement all patient symptoms had resolved. The patient was reported to have been receiving effective therapy. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type catheter.

Event description:
Additional review indicated that the healthcare provider suspected the patient's symptoms were related to withdrawal.

Manufacturer narrative:
(B)(4).